Event description:
The dxc 800 pro generated 13 false high tg results on (B)(6) 2013 and the results were reported outside of the lab. On (B)(6) 2013, the physician questioned the false results. There was no impact to patient treatment.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2013. The fse found the reagent syringe was very tight and replaced it (part # 474172). On (B)(6) 2013, the physician questioned the results of the 24th. The customer reran the patient samples that were reported on (B)(6) 2013 and found 13 results required amendment. The activities performed by the fse on the 24th resolved the issue. The manufacturer's reference # for this event is (B)(4).